Event description:
It was reported to philips, that the device fails self-test. The field service engineer (fse) evaluated the device, and found the high voltage capacitor needs to be replaced. Diagnostic performed by engineer: r/r capacitor, do all required testing. All completed successfully. Upon conclusion of the evaluation. It was determined, that the high voltage capacitor requires replacement. It was replaced . The device passed testing. And was put back into service.

Event description:
It was reported to philips that the device fails the self-test.